Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a superficial femoral artery stenting procedure. Reportedly, after the procedure as the patient pulled herself into a van, pulsatile bleeding began. Manual compression was applied for one hour to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.